Event description:
According to the reporter: occurred at the end of an esophagectomy. When the needle was being removed from the device, it broke. A piece of the needle was stuck in the right side of the jaw of the device. The procedure was completed; it was not necessary to do anything to resolve the product problem. No patient injury or extension in surgical time. Patient status is alive, no injury.